Event description:
It was reported that the touch screen is unresponsive. During troubleshooting, the touch screen did respond after being plugged into a power source. After additional troubleshooting, the pump screen flutters, button "3" was replaced with a white rectangle, and the touch screen became unresponsive again. After additional troubleshooting, the customer was not able to get the touch screen to respond and the pump is returned for evaluation.